Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that immediately after activation, the needle mechanism retracted after deployment and pierced through the outer surface of the pod, as well as hitting the legal guardian's finger as it was placed over the pod. This indicates a needle mechanism failure. No impact to the patient's blood glucose level was reported. The pod was worn for 1 hour.